Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the latitude monitoring system triggered an alert for an untreated episode. The episode was reviewed by a boston scientific technical service consultant. The electrogram was flat with some electrogram noise (movement off the baseline). The presenting electrogram was also flat in appearance. The sense vector was programmed in primary at the time of the episode. The technical service consultant recommended a chest xray. Subsequently, the sales representative contacted technical services again to report that a chest xray was obtained and it was determined that the electrode had been pulled back and was wrapped around the device. The device was programmed off and the patient scheduled for a revision procedure. The patient was presented back to the electrophysiology laboratory a few days later and the device and electrode were revised. Electrode diagnostic measurements are now stable and a defibrillation threshold test was successful at terminating an induced arrhythmia.